Event description:
Report received of unrequested bolus dose delivery. The pump was programmed in the pca+continous mode to deliver demerol 10mg/1ml at a continous rate of 10mg/hr, a 10mg pca dose, a 6 minute patient lockout, and an unspecified 4-hour limit. It was reported that during patient transport from the recovery room to the floor, the rn heard the pump beep and the display indicated a 10mg delivery. After an unspecified amount of time, she reportedly heard the pump beep again and noted the display indicated another 10mg delivery. The patient pendant was "on the bed". The rn reported that she did not push the patient pendant. The patient was reportedly asleep and had not pushed the pendant either. The pump was taken out of service, and therapy was resumed on a replacement pump. There was no adverse patient effect, the patient did not require any medical interventions. Though requested, no further information was received.